Event description:
The initial attorney report alleged pain, required substantial medical treatment, scarring, disfigurement and permanent injury, defective mesh. The following is based on the medical records provided by the pt's attorney: (B)(6) 2011, repair of incisional ventral hernia with composix mesh. On ni/ni/2001, presents with fever, chills, significant erythema and edema, tenderness of the incision, and leukocytosis. He was placed on antibiotics. On (B)(6) 2001, office visit, pt presents with an open area in the upper incision. There is leakage of serosanguineous fluid which had drained all the residual serosanguineous fluid from above the mesh. He is to continue on antibiotics and is to follow-up with the surgeon for post operative wound infection. On (B)(6) 2001, wound exploration with excision of composix mesh. Reportedly, a pustular material was evacuated upon entry, and this material had been lying on the mesh. Surrounding tissue was inflamed with multiple areas of necrotic tissue.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae 2008004. Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the add'l info received. The info provided indicates that the pt was treated for a wound infection. While there is no indication that the mesh was the source of this infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." There was no lot number included in the medical records provided; therefore, a review of the mfg records could not be conducted. Additionally, no sample was returned for eval. With the currently available info, no add'l conclusion(s) can be obtained, a follow up MDR will be submitted.